Event description:
Minimed 530g enlite serter was not designed with ada standards. I have small hands which are not very strong. I have been using an insulin pump and cgm for as longer as the cgm has been on the market. I had no trouble using the old inserter which had a light touch. The new one is very difficult to remove. I have to have someone with me to help me. My disability is due to rheumatoid arthritis which is not uncommon to occur with diabetes type one. The serter needs to be redesigned so people with disabilities can use it. I've reported this several times to medtronic and they have told me they will work on it. When I check back, no one seems to know anything about it.